Event description:
The following has been reported: re-current air-in-line alarms with no visible air; re-current downstream occlusions alarms with no occlusions found. No harm to patient but it did extend length of infusion. Pump has been pulled from service pending your review. Retested. Did primary infusion test - no issues; did primary bolus test - no issues; no alarms. Reporting due to referenced issue. No adverse effects were reported. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.

Event description:
Per the preliminary assessment, a damaged admin set tubing resulted in multiple infusion failures: upstream occlusions, upstream air, downstream occlusion, and downstream air. The actual set information is unknown as it was not reported by the customer and no set was retained for evaluation. Therefore, reported failure could not be replicated and exact root cause could not be provided.